Manufacturer narrative:
(B)(4).

Event description:
Information received from healthcare professional (hcp) reported that the patient was presented to the office with clear evidence of infection. The patient did not have systemic signs, but her battery site and her lumbar wound were both very red and purulent. There was a removal of three epidural leads and implantable neurostimulator (ins) on (B)(6) 2015 and she was taken to the recovery room in stable condition.